Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. UDI #: (B)(4).

Event description:
The customer reported when user performs daily checks, the system flickers and turns on and off. There was no reported patient involvement.